Manufacturer narrative:
No product was returned as the customer indicated they will do their own internal testing. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during an infusion of levophed (for a mean arterial pressure goal > 65), the pump alarmed then completely turned off. The pump was unplugged, plugged back in, then restarted, and it turned off again. The patient's blood pressure was 65/27 (41 map). The levophed was switched to another pump in the room. The patient's blood pressure rose back up to 113/59 (79 map) when the levophed resumed infusing. There was no report of lasting harm.

Event description:
The customer reported that during an infusion of levophed (for a mean arterial pressure goal > 65), the pump alarmed then completely turned off. The pump was unplugged, plugged back in, then restarted, and it turned off again. The patient's blood pressure was 65/27 (41 map). The levophed was switched to another pump in the room. The patient's blood pressure rose back up to 113/59 (79 map) when the levophed resumed infusing. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report that the pump alarmed during an infusion and then completely turned off was not confirmed as reported; however, the log analysis showed that the system did alarm twice during infusions for battery discharged (lb3) and paused the infusions as designed. The pcu event log showed that three infusions were running and one pump module was idle. Due to a software issue the battery capacity was over estimated which resulted in missed low battery alarm (lb1) and very low battery alarm (lb2). The infusions of propofol, norepinephrine and fentanyl were paused and the system was manually turned off by the user at each event rather than connecting the ac power and restarting the infusions. Testing and inspection of the pcu showed no malfunctions; the device was appropriately alarming though all phases of low battery detection. The root cause of the customer¿s report is a software issue. Charging of a pcu while in an off state after the battery was charged to capacity can overestimate the battery capacity during normal clinical and non-clinical operations. Under a unique set of events of charging and discharging, and powering on and off of the pcu, the software can overestimate the battery capacity.

Event description:
The customer reported that during an infusion of levophed (for a mean arterial pressure goal greater than 65), the pump alarmed then completely turned off. The pump was unplugged, plugged back in, then restarted, and it turned off again. The patient's blood pressure was 65/27 (41 map). The levophed was switched to another pump in the room. The patient's blood pressure rose back up to 113/59 (79 map) when the levophed resumed infusing. There was no report of lasting harm.